Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that a sensor implanted in the user's right upper arm broke during a removal procedure when it was found to be encapsulated in tissue. The healthcare provider (hcp) attempted to loosen the tissue by twisting the sensor and using the provided clamp and magnet, but the sensor fractured, leaving a portion still embedded. The procedure lasted approximately 45-90 minutes, and not all pieces were initially removed; plans were made to retrieve the remaining fragment after healing. The user reported feeling well following the event. Follow-up confirmed that all pieces were eventually collected, and the user continued using the system with up-to-date information.